Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. The clinical history log and device history log were reviewed and observed that six analyses were performed, each resulting in "no shock advised" recommendations from the AED plus. The log was reviewed and the rhythm was determined to be non-shockable, and the device correctly analyzed the rhythm present at the time of the event. The device functioned as designed and configured. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old female patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician performed manual CPR to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.